Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic appendectomy (la) procedure, the device probe broke off and fell into the patient body. The broken piece was retrieved from the patient. There is no harm or adverse impact to the patient. The procedure was completed with a new similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken at the 16mm from the distal end of the probe. Scratches were also found around the broken area, the tissue pad was worn out, and an error code u504; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip and a probe breakage error (error code:u504) occurred. 3) some load was applied to the probe and the probe broke. This following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.